Event description:
The user facility that the procedure was an angiogram of cerebral vessels. The involved angio-seal arteriotomy locator kept separating from sheath when introducing into the artery. A second device was attempted with same results, so device was removed, and manual pressure was applied. Minimal blood loss. Patient left the lab in stable condition. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 27 sep 2023: the user did not have difficulty in inserting the locator into the hub. The user succeeds in mating the locator and hub and successfully inserted and lock the locator in the hub. There was an audible click on mating and tactile feedback after mating. The user was unable to mate the locator with the hub after several tries. The locator did not separate after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was attempted to be inserted into the patient's artery.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and corrective and preventative actions (CAPA) have been noted for this issue in the past 12 months.